Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an upgrade procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged.